Event description:
The distributor reported that the pull tab and slider is broken. The distributor did not state which zipper this occurred on. The distributor also reported that the zipper is off track on the top foot panel and the pull tab portion of the zipper is broken off. There was no pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned product found that on the front window pt access the zipper slider is open. Back window has the black buckle broken. Window side a netting has 1/4¿ tear and panel side b left leg zipper slider is missing. Note: the instructions for use has warning statement: never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to heed this warning may result in pt escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the pt unattended to help reduce the risk of a fall or unassisted bed exit. Check the canopy make sure there are no tears, holes, or abrasions in the nylon panels or netting, and that the canopy and frame are secure and attached properly to the hospital bed. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. Quick-release buckles must be clipped to all four access panel zippers before leaving the pt unattended. (B)(4).